Event description:
It was reported that the was experiencing inadequate pain relief and also had charging issue. The patient underwent the patient underwent a revision procedure wherein the old ipg was replaced with a non rechargeable and a magnetic resonance imaging (MRI) compatible one. The explanted ipg was kept by the facility.